Event description:
It was reported that one day post ICD implant and an av node ablation procedure, the lead had pulled back and loss of capture was noted. The lead was repositioned. Patient was doing well at subsequent follow ups.

Manufacturer narrative:
No medwatch form was received.